Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following a permeant implant on (B)(6) 2018, the patient developed a blood clot at the lead incision site. In turn, the patient experienced paralysis in the legs. As such, the patient underwent surgical intervention (date unknown) where the blood clot was removed resolving the issue.